Event description:
Pt reported, the infusion device did not properly display an e1 cartridge empty error or a1 cartridge low alert on (B)(6) 2012, and this resulted in elevated blood glucose of 400 mg/dl. Pt delivered insulin via the infusion device as treatment for hyperglycemia. The infusion device displayed an e1 cartridge empty error but did not display an a1 cartridge low alert on (B)(6) 2012, and there were approx 20 units remaining in the cartridge. The cartridge is changed every 12-13 days. Pt did not have an infection or start new medication, and her normal blood glucose is 100-120 mg/dl. The infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.